Event description:
An olympus representative reported to olympus, on behalf of the customer, the evis lucera elite small intestinal videoscope forceps channel was caught. Upon inspection and testing of the returned device, it was discovered, foreign matter was clogged in the nozzle. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of foreign matter clogged in the nozzle found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, there was dirt difficult to remove found on the objective lens, the air and water nozzles were clogged and the draining function was reduced due to insufficient cleaning. In addition, the curved rubber bond was cracked, the suction cylinder was scraped, the internal duct of the suction cylinder was deformed and the insertion tube was scratched. It was also noted, the bending angle was insufficient due to the elongation of the angle wire and the play of the angle knob was out of the normal state due to the elongation of the angle wire. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Organic silicone is a substance contained in antifoaming agents and drugs, so it is likely that these clogged the nozzle. As a result of checking the inside of the forceps channel, olympus could not confirm any bumps or deformation. Olympus will continue to monitor field performance for this device.